Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was placed on an aspirin and plavix medication regimen which the patient had been therapeutic consistently on. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a non-mobile device related thrombus (drt) on the face of the closure device. The physicians placed the patient on three (3) months of oral anticoagulant (oac) medication in response to the event. No further interventions or patient complications were reported.